Event description:
It was reported that the ipg depleted and stopped providing therapy. It is unknown if the ipg depleted normally or prematurely. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.